Event description:
It was reported a patient experienced and was hospitalized for peritonitis manifested by cloudy fluid, fluid overload, and sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the of the events was unknown. It was unknown if a peritoneal effluent analysis and culture was performed. Treatment was unknown. The patient died in the hospital one day after being admitted for peritonitis. Pd therapy was ongoing until the day of death, but patient was not performing therapy at the time of death. The cause of death was peritonitis, fluid overload, and sepsis. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.